Manufacturer narrative:
Firing mechanism damaged, wedge band bypass. Evaluation summary: one device was received in good visual condition and loaded with a cartridge that was noted to have a wedge band bypass, right side 1/3 partially fired, left side 2/3 partially fired; the lockout tab was found to be in normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembed, the left shroud pinion axle support and the short rack teeth were noted to be broken.

Event description:
It was reported that during a right hemi hepatectomy procedure, the device was difficult to fire, it partially fired and did not cut. A second device also partially fired. Gun part-firing and not cutting. Second gun was applied to complete, but also misfired. Surgeon did cross staple line, upon second firning also part-fired. Additional time was used to over-sew with suture. There was no adverse patient consequence.